Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the circuit card assembly. The system failed proper boot sequence, but facility engineer refused assistance from ge service. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 9600 fluoroscopy system would not boot up.